Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted to communicate this information. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
This report is being sent to correct our previous submission. Updated the following: evaluation method, results, component, and conclusion coding grids.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.